Event description:
It was reported that the right ventricular [rv] lead was fractured; patient alerts and lead integrity alerts [lia] were triggered due to high superior vena cava [svc] impedance, increased high voltage [hvb] impedance and high hvb impedance. It was also noted that the [lv] lead impedance was high. The rv lead was explanted and replaced; the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.